Manufacturer narrative:
An event of the device implant being aborted due to patient instability was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 the physician attempted to place a 9-vsdmpihde-018. However, the placement was unsuccessful so the device was removed and case aborted.